Event description:
N/a.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: contact person phone number: (B)(6). It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "error service required" and then the "unit shut off". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation the unit had been shut off while in use and even no clear error was known. Then the fse had further inspected the unit and upon the initial inspection of a unit it was being discovered that there is an autofill failure errors in the logs and the error code is 57. Actually the unit had failed the autofill test and the leakage testing and would not perform the performance test. Then the fse had further ordered the drive manifold and purge assembly and it will return when the parts arrive. After that the fse had further adjusted the screw for the helium and cleaned out the transducers. Then the fse had further replaced the manifold, drive (drive manifold) and was able to pass the leakage testing and performance tests. After that the fse had performed a full system checkout from which the unit had passed all the testing and was cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displayed error service required and shut off. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.